Event description:
Customer stated that pump did not infuse correct amount. The pump had about 200 ml left in the bag, when it should have been less than 50 ml. Rate and dosage were provided 150 ml/hr and 1650 ml. There was no pt impact reported.

Manufacturer narrative:
Investigation is in progress. A f/u will be submitted when new info is rec'd.